Manufacturer narrative:
D2b - pro code (product code): fge, lit.

Event description:
It was reported that the balloon was broken. The 65-70% stenosed target lesion was located the mildly tortuous and moderately calcified superficial femoral artery (sfa). A 7.0 x 80, 135cm mustang balloon was advanced for dilation. However, during first inflation in less than 10 seconds, the balloon was broken. The device was pulled out, and the procedure was completed with another of the same device. The patient was stable post-procedure.